Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. Customer's blood glucose level was 457 mg/dl at time of incident. Customer treated with insulin drip, injection and bag of fluids. Customer had positive results in ketones test. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer does not alleging possible insulin pump under delivery. The insulin pump will not be returned for analysis.